Event description:
It was reported that while loading the stent onto the guidewire for deployment in the common bile duct (cbd), the delivery system allegedly did not track over the wire and was stuck. Reportedly, the delivery system was retracted, and access was lost. It was further reported the procedure was abandoned and a new procedure was completed at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the evaluation of the sample returned, the reported failure to advance the delivery system over the guide wire, respectively the guide wire becoming stuck in the delivery system could be confirmed. The partial deployment is considered to be a consequence of the attempt to remove the delivery system from the guidewire. The guide wire used by the customer, was found to be of a device compatible diameter. No indication for a manufacturing related issue could be found. Based on the information available and the evaluation of the sample returned a definite root caused could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently describe the potential issue. The IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. Take care to avoid unnecessary handling, which may kink or damage the delivery system." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding preparation and use of accessories the IFU states, that the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter, prior to inserting the delivery catheter over the guidewire. The catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The intended application of use in the common bile duct represents an off label use of the device; the bard lifestar vascular stent system is indicated for the treatment of iliac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries. (Expiry date 12/2020), (device code 1528- difficult to remove). (Device, results 1, conclusion 1).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while loading the stent onto the guidewire for deployment in the common bile duct (cbd), the delivery system allegedly did not track over the wire and was stuck. Reportedly, the delivery system was retracted, and access was lost. It was further reported the procedure was abandoned and a new procedure was completed at a later date. There was no reported patient injury.